Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date. Implant date. Manufacture date. This report is number 11 of 11 mdrs filed for the same event (reference 1825034-2014-00589 & 03057/ 03066).

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on an unknown date in 1989. Patient underwent a revision procedure on an unknown date in 1999 for unknown reasons. It was further reported patient underwent a revision on (B)(6) 2005 for unknown reasons. Patient underwent a radical debridement procedure on (B)(6) 2006. Subsequently, patient was revised on the right side on (B)(6) 2006 due to infection and pain.